Event description:
It was reported that the user unintentionally inserted a new ilet cartridge before performing the rewind, which dispersed insulin prior to placing a cd infusion set and resulted in a period without insulin delivery; the user later completed a cd supply change with guidance and resumed insulin. Symptoms included hyperglycemia with a peak blood glucose of 284 mg/dl. Outcomes included approximately one hour of glucose levels above target without use of backup therapy, no ketone testing, no medical intervention, and subsequent stabilization. Investigation included troubleshooting and user education by support. Investigation of this case revealed user handling error consistent with insulin delivery interruption prior to infusion set placement, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to limited evidence of device malfunction and the involvement of use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.